Manufacturer narrative:
As identified in the device user manual, the AED is designed to be stored in a "ready" state. This includes storing the AED with the pads connector already installed. This reduces the time needed to set up and start treatment in an emergency. The AED is designed to alert the user should they not store the AED in the "ready" state by flashing its red asi and periodically chirping to draw attention to the unit's status. In this case, it appears that the user failed to properly set-up the AED or address the unit's condition, stating the unit is stored without pads attached and has been flashing red since they received it. It's likely that the unit flashed its red asi and chirped until the battery became fully depleted resulting in the AED not powering on during the reported use. The proper setup and maintenance requirements for this device was communicated to the user as well as requesting a copy of the electronic data from the AED. Although requested, to date, the electronic data from the AED has not been provided. Should additional information become available a follow-up MDR will be submitted.

Event description:
A customer reported their AED did not turn on for a rescue attempt. It was also reported that the patient survived. No additional patient or event information was provided. When asked how their AED is stored and maintained, the customer reported that the unit is stored without the pads attached and that the AED has been flashing red since they received it.